Event description:
Baxter service center received a pump from customer indicating an overinfusion on this pump. Pump was programmed to infuse 88ml of 5fu over a 22 hour period of time, 4ml/hour. Pt reported treatment ended 2 hours early. No pt injury has been reported at this time. Pump will be sent to baxter's pal lab for evaluation. No additional pt information is available at this time.